Event description:
It was reported telemetry confirmed a critical alarm was occurring due to a motor stall. The stall was constant and the patient had heard the pump alarm as well as the nurse in the clinic. The pump was interrogated and the motor stall message was seen with the ¿stopped pump period may exceed tube set¿ dialogue box. The logs showed the motor stall occurred (B)(6) 2015 at 14:30 and tube set error on (B)(6) 2015 at 14:30. The patient did not have a MRI. The symptoms to report were consistent with withdrawal and the patient had increased pain. The pump did not recover and the cause of the stall was not determined. It was further reported the patient planned to have the pump replaced (B)(6) 2015, but the patient¿s blood sugar was too high and they wanted to lower it so that the risk of a potential infection post-operative would be lowered. They believed it was now under control and the pump was replaced on (B)(6) 2015. The patient was now receiving therapy and was doing well. The pump was being used to deliver dilaudid. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the pump revealed a pump/motor/gear train anomaly/corrosion and-or wear and-or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
Concomitant products: product ID: 8590-1, lot# n248318, implanted: (B)(6) 2010, product type: accessory. Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.